Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 7 months post implant of this mitral annuloplasty ring, the patient developed mitral regurgitation. Therefore, the ring was explanted and replaced with a non-medtronic bioprosthetic valve. No additional adverse patient effects were reported.